Event description:
It was reported that a minimum fill notification occurred, resulting in the customer's blood glucose (bg) level exceeding a cgm reading of 500 mg/dl, with the specific value unknown but displayed as "high." The customer did not address the high bg initially and required assistance from their mother, who provided water. There was no injury or ketones reported. The customer attempted to load a new cartridge, but the first try did not resolve the issue. Technical support instructed the caller on cleaning procedures and guided them through filling and loading a second cartridge, which resolved the problem.